Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
As reported the "doctor attempted to place the stent and the tether ripped off (this emdr#1820334-2017-02226). A second stent was placed and the same thing happened (see emdr#1820334-2017-02227). A third stent was placed and there was no issue." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.